Event description:
Pt in surgery for cholecystomy. Tracheostomy necessary for intubation due to past radiation & surgery from radical neck procedure. Pt prepped in neck area with dura prep. Cautery used to make incision for tracheostomy. Smoke seen. Pt sustained second & third degree burns on face & neck.